Event description:
The user facility reported that the doctor was performing an intervention in the patient. He ballooned and pulled back then went down the at. The navicross was used in conjunction with a v18. At that point the distal tip of the navicross broke off and wedged in a side branch. The doctor decided not to risk retrieving it as there was still flow to the foot. There was no injury to the patient. Their hypothesis was that the navicross hit a piece of calcium upon pulling back. Type of procedure performed was a catheterization. Additional information was received on 15mar2024: the broken piece is still in the patient. Additional information was received on 19mar2024: other than the reported issue it was a straightforward case.